Event description:
In 2001, a pt with a pre-existing condition of sjogren's disease, lupus, and reflex sympathetic dystrophy underwent a heart catheterization, which revealed minimal disease. Following an angio-seal deployment, a significant amount of swelling and redness surrounded the arteriotomy site. Since that time, the pt has been experiencing a considerable amount of groin pain. The pt was seen by a physician, and ultrasounds performed two separate dates revealed no evidence of pseudoaneurysm or hematoma. The pt was prescribed advil and aleve without significant improvement. The pt was later seen by a vascular surgeon and no evidence of erythema or cellulitis in the right femoral area was found. The surgeon diagnosed neuropathy, possibly from the angio-seal deployment, because the pt's multiple complaints regarding the right femoral area may be due to absorption of the angio-seal and local irritation of the nerves. A short course of toradol was begun; however, if the pain continues, the pt may be referred for a possible injection of the area.